Manufacturer narrative:
The complaint of metal shavings could not be duplicated. However, upon disassembly for visual inspection the driveshaft was shattered. Additionally corrosion was found on the motor.

Event description:
It was reported that during a procedure the core impaction drill had metal shavings coming out of the device. No adverse consequences to the user or patient were reported, as a result of this event.